Manufacturer narrative:
The user reported discrepancies between cgm and bgm readings. Although the user did not have any examples about the differences between the sensor and bg readings, the case was escalated. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system returned to initialization, and the user was instructed to enter additional calibrations. Multiple attempts were made to relay response from escalated support but the user has been unresponsive. Dms shows usage of the system and information up to date. B4.date of this report 16 jan 2026. G3.date received by the manufacturer? 16 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.